Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that no drips were seen during the fill tubing step. During troubleshooting with tandem's technical support, the customer disconnected the luer lock connection and reconnected it securely. The customer indicated that they would finish the load sequence. There was no impact to the customer's blood glucose level.